Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6)) no longer heats was not confirmed during the functional testing and the event log review. The patient temperature log indicated a sudden drop during the controlled re-warming phase. The rapid drop in patient temperature could be a reaction to a bladder flushing. No device malfunction was observed during the testing, and the thermogard system functioned as intended. The event log review indicated no significant discrepancies, thus not confirming the reported complaint. The thermogard system passed the functional testing without issues, thus not confirming the reported complaint. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues.

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6)) no longer heats. No further information was provided, and zoll was not informed about the patient's treatment status or whether the system was intended for use on a patient or being tested.